Event description:
Customer rec'd a no delivery alarm. The driver arms were loose. When the pump is shaken the driver arms swing out of place. Was able to prime the unit properly. Leadscrew did a complete rotation but nothing exited. Denies that the unt was dropped, bumped or exposed to moisture.